Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had made an inappropriate "no shock advised" determination. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had made an inappropriate "no shock advised" determination. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to verify the reported issue. The cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer.